Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified craniotomy surgical procedure, it was discovered that motor device was not turning correctly. There were no delays to the surgical procedure. It was reported that a spare device was not used. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not secure the cutter device, causing the device not to turn correctly. It was further determined that the pawls were damaged. It was further determined that the issue was consistent with trying to run the device in the load position which damaged the pawls. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user misuse/abuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.